Event description:
A medtronic representative received a report from a site neuro coordinator that their navigation system articulating arm was not tightening down or locking properly. No further details regarding the damage, or how it occurred, were provided. There was no impact on patient outcome.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement vertex arm ii shipped to site (B)(6) 2014. No parts have been returned to manufacturer for analysis. No further issues have been reported.